Event description:
A powercross balloon was used in a revascularization procedure in mid/dist sfa on (B)(6) 2014. Approximately 10 - 13 weeks later ((B)(6)-2015) a thrombotic occlusion of left sfa was reported. Medical intervention, a pta and thrombus suction was performed. Additionally, left sfa stenosis was reported on (B)(6) 2015 and a revascularization (pta) was performed the following day. The patient recovered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.